Event description:
It was reported that the surgeon said a patient returned to his office for follow up visit with evidence consistent with a burn. He doesn't know what caused it but he hypothesizes that it was the shaver or rf as the burn marks are in line with the movement of the shaver and rf probe directly outside his portal. Surgeon doesn't believe the burns are from hot fluid but rather a hot shaft as the burns are not down the arm consistent with fluid flowing out the portal and down the arm. Wand not saved as there was no issue during the case. Case was completed as normal.

Manufacturer narrative:
The device, used in treatment, was not returned for evaluation. A relationship, if any, between the subject device and the reported event could not be determined since the product was not returned for evaluation. Visual inspection and functional testing could not be performed because the device in question was not returned for evaluation. Thus, the complaint could not be verified, nor could a root cause be determined with confidence. If the product associated with this event is returned at a future date, this evaluation will be reopened for investigation. There are several factors that could contribute to the reported event. It is possible that drapes were not in place between the suction line and skin during the procedure, having insufficient suction pressure, inadequate flow and circulation of saline, the roller clamp affixed to the suction line may have not been set to wide open, or a secondary source of outflow was not used.